Event description:
In 2004, a mtp arthrodesis (big toe arthrodesis) was performed in a pt using a hallu-s plate. Postoperative shoe was worn for 6 weeks, and after a new visit, partial weight bearing was allowed even though the fusion was not complete. The x-ray showed fine placement and the pt was fine. In september, pt heard a crack and had pain; from x-ray it could be seen that the plate had broken and the arthrodesis had not healed. Revision surgery was performed in 2004 to remove the broken plate and proceed to a keller operation.